Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that infection occurred in the implantable pulse generator (ipg) pocket . The system was explanted and was replaced with a leadless implantable pulse generator (ipg). Antibiotics were administered.. No further patient complications have been reported as a result of this event.